Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message and the driveshaft could not be moved" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was a sticky driveshaft, likely attributed to wear and tear. Due to the sticky/stiff driveshaft, the customer could not install the lifeband and thereby caused the autopulse platform to display a ua12 error message. The autopulse platform was manufactured in 2015 and is six years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a broken part on the front enclosure, likely attributed to mishandling such as a drop and a worn-out plunger shaft pin due to wear and tear. The damaged parts were replaced to address the observed damages. The autopulse platform displayed a ua12 error message upon powering on during initial functional testing, thus confirming the reported complaint. The driveshaft was stuck in the position where it wasn't precisely perpendicular or to a home position, as a result, caused the lifeband not to be installed onto the device. Therefore, upon powering on, the autopulse platform displayed a ua12 error message. The drivetrain motor clutch plate was unseized by deburring it to address the stiff driveshaft. The belt switch assembly was checked and was observed within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The archive data review indicated a ua12 error message on the customer reported event date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive data indicated ua01 (low battery warning), ua02 (compression tracking error), ua04 (battery charge state too low), and ua45 (not at "home" position after power-on/restart) error messages on the reported event date. Based on the archive, all these error messages were cleared. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), (B)(4). Per the battery hangtag - advisory codes description and action, user advisory 4 indicates that the battery is uncharged or faulty. The recommended actions for this type of user advisory are: (B)(4). User advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position or if the lifeband is opened during active operation. The recommended actions for this type of user advisory are: (B)(4). Per the autopulse user advisory list, user advisory 01 indicates that the battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action for this type of user advisory is to replace the battery and press restart to clear the ua. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. The customer reported that the driveshaft could not be moved after troubleshooting to clear the ua12 error message. The customer stated that the driveshaft was fully connected. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.